Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a routine follow-up, noise was observed. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.

Event description:
It was reported that during a device change-out due to normal battery depletion, an insulation abrasion on the sense/pace portion of the lead was observed. No electrical anomalies were observed. The lead was repaired with medical adhesive and remains implanted. No symptoms were reported. Patient is doing fine.